Event description:
A vaxcel pasv PICC was being placed for therapeutic purposes. During the procedure, as the wire was being advanced, the wire bundled at the end of the needle. Upon attempting to pull the guidewire back out the tip of the guidewire sheared off. Most of the wire was retreived. A small piece of the wire (less than the size of a surgical staple) was unable to be retrieved and remained in the patient's arm. Another PICC line was placed instead.